Event description:
It was reported that reviews of a transmission from the day before revealed multiple auto mode switch episodes as a result of atrial oversensing. No changes have been made. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
.